Event description:
Healthcare professional (hcp) reports three incidents of blood leaks on af-220 dialyzer (occuring in 2001 and one date unknown). Incidents occurred approximately one hour and fifty minutes into treatment. Blood leaks were noted on blood leak alarm and were verified with positive hemastix. Blood was not returned to the patient with an estimated blood loss of 300cc per incident. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.